Event description:
The account reported the brake caster is broken. The bed is located in the hallway of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that brake is not holding due the broken brake caster. The cause of the broken break caster is unk. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality fo tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the brake caster assembly to resolve the issue. Based on this info, no further action is required.